Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and high out-of-range pace impedances greater than 2000 ohms. The patient was noted to have not felt well prior to follow-up with their clinic. A revision procedure was performed in which the lead was tested and found to be functioning normally. The issue was determined to be due to the pace/sense portion of the lead not being inserted correctly into the header of the cardiac resynchronization therapy defibrillator (crt-d). The lead was reinserted and all subsequent diagnostic measurements were within normal limits. No additional adverse patient effects were reported. This product remains in service.